Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers were failed to open, and it was not detected on bus. The field service engineer (fse) had found that the auxiliary drawer 4-1 with pockets were off the bus. The fse had cleaned and re-seated the row board cable header connection on the drawer board. All tests in hardware test application and/or the application had been completed successfully, and the functionality had been verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer would not open and device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.